Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing with the device has been affected since a trauma which occurred in (B)(6) 2018. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. Additionally, it is reported that the active electrode was not inserted completely at initial implantation. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A date for surgery has not yet been made available.

Event description:
The users hearing with the device has been affected since a trauma which occurred in (B)(6) 2018. Re-implantation is considered.